Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the clinical support team. The reported problem was confirmed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with the leg not being held steady during neutral collection. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, during rom collection this error came up with the following wording: the kinematic rom axis was outside of the expected range. To resolve, either : re-collect the kinematic rom axis, or redefine a provisional femoral ap axis.¿ it was tried to re-collect rom a few times, but the errors kept coming up. Then it was tried to redefine a provisional femoral ap axis which allowed the surgeon to move to the next step. However once they got the planning screen, on the right side, it was noticed that there was no information for the knee¿s rom. As well as the pre-op deformity displayed as 1 degree of varus, despite it visually and x-ray image showing a valgus deformity. The surgery was completed, after a significant delay, restarting the case and changing to manual procedure. Sales rep indicated that, looking back, the leg may not have been held steady during neutral collection. Surgeon was satisfies with the surgical outcome, the patient current health status is good.